Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced high blood glucose and was alleging insulin pump was under delivering. Customer stated that insulin pump had hardware low level failures alarm and keypad anomaly also the customer experienced hyperglycemia. The customer blood glucose level was 28 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump was under delivering, and reasons for customer alleging insulin pump was under delivering, at first she thought it was due to the holidays, but she was noticing that his blood glucose are not coming down after she gives him a correction. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was unable to clear the alarm. Customer stated that insulin pump had frozen display. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. The reservoir will not be returned for analysis.